Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a rubicon 18 device with the truepath inside the lumen. There was contrast and blood in the lumen of the rubicon. The distal tip was damaged. The truepath was protruding 24.5cm from the hub of the rubicon device. An attempt was made to remove the truepath from the rubicon device; however, the two devices were unable to be separated. Microscopic examination and tactile inspection presented no damage or irregularities in the shaft of the device. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2014-05412. It was reported that catheter removal difficulty occurred. The target lesion was located in the right superficial femoral artery. During the procedure, a truepath chronic total occlusion device became stuck in the rubicon catheter. When trying to pull back the device, the physician met a great deal of resistance. The system was pulled out with the truepath device inside the rubicon catheter. The case was finished with a different wire. No patient complications were reported and the patient status is fine.

Event description:
Same case as MDR ID#: 2134265-2014-05412. It was reported that catheter removal difficulty occurred. The target lesion was located in the right superficial femoral artery. During the procedure, a truepath chronic total occlusion device became stuck in the rubicon catheter. When trying to pull back the device, the physician met a great deal of resistance. The system was pulled out with the truepath device inside the rubicon catheter. The case was finished with a different wire. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4).